Event description:
A user facility¿s clinic manager reported that the needle came off of the syringe causing a clean needle stick. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).